Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. On unreported dates, the patient began treatment for the peritonitis with an unspecified medication (dose, frequency and route of administration was not reported) and during treatment, peritoneal dialysis therapy was withdrawn. It was not reported if the patient was hospitalized for the event. On an unreported date, the peritonitis was resolved and the patient was recovered from the event. No additional information is available.